Event description:
After an implantation time of about 16 months, inappropriate shock deliveries were reported and the system was explanted. No deterioration of the patient's state of health was reported. The date of implant was not available. Lexos vr, (B)(4), MDR 1028232-2010-01583.

Manufacturer narrative:
The analysis of the lead found fraying of the insulation 21 cm distal of the connector pin as well as a conductor fracture at just that site. This damage manifestation is, most likely, to be regarded as the cause for the clinical complaint. The fraying of the insulation requires excessive mechanical load of the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead with the ICD housing. This is consistent with the observed spark-over traces on the housing of the ICD. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The analysis was unable to find a manufacturing error or material defect with either the lead or the ICD.